Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory patient notifier due to out of range high, high voltage impedance on the right ventricular lead. The device was reprogrammed. The patient was fine post reprogramming.